Event description:
It was reported that during routine checkout t, the cardiosave intra-aortic balloon pump (iabp) units power cord is not retracting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) provided phone support. Assisted customer with power cord retraction. This corrected issue. The iabp was then cleared for clinical service.